Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose level of the customer was 254 mg/dl. The customer stated that they had a replace battery alarm and it eventually resulted in blank display. The customer stated that they tried replacing numerous batteries but display did not return. The insulin pump will not return for analysis.